Manufacturer narrative:
E1: (B)(6). Neither samples or pictures were received for the analysis of this complaint the device history record of reported lot number: 4060908 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode "a0095 - causes pump to alarm" could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that, the hose gives an overpressure alarm when connected correctly. They have not noticed any problems with the pump, only with the accessories, the replacement pump reports the same alarm. The incident occurred while changing cassettes and extension sets. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
While performing a review of the file, it was discovered that the file was inadvertently assessed as reportable. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-08145 is no longer considered reportable, please disregard any reports associated with it.